Event description:
It was reported that sensing thresholds had decreased, capture thresholds had increased, and pacing lead impedance had decreased. Fluoroscopy was inconclusive. The physician will monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.